Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a safety mechanism that would not disengage from the catheter/stuck at hub. The following information was provided by the initial reporter: material no:383532/batch no: 0183803. The system for removing the needle came completely free from the device after the civ was installed remained attached to the catheter. The needle was fully extended, but the system did not trigger to detach the device. The catheter had to be reinstalled in the patient. Complaint noticed: during/after use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-02. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted unit with the tip shield still attached to the winged adapter. Upon inspection of the received unit, no damage to the tip shield or v-clip was observed. The winged adapter could not be rotated or separated from the tip shield, confirming the reported issue. The unit was dissected and traces of cured adhesive was found inside the tip shield and on the outside of the winged adapter. Misplacement of adhesive can occur during manufacturing. Although no quality issues were identified during the manufacturing process, the defect can be linked to manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a safety mechanism that would not disengage from the catheter/stuck at hub. The following information was provided by the initial reporter: material no:383532, batch no: 0183803. The system for removing the needle came completely free from the device after the civ was installed remained attached to the catheter. The needle was fully extended, but the system did not trigger to detach the device. The catheter had to be reinstalled in the patient. Complaint noticed: during / after use.